Manufacturer narrative:
Section g5 of the initial medwatch report indicates: combination product is blank. Section g5 of the initial medwatch report should indicate: combination product is no.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed event codes logged in the device's memory. One of the event codes logged can be indicative of a failure of the device to deliver defibrillation energy. The other event code logged can be indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed event codes logged in the device's memory. One of the event codes logged can be indicative of a failure of the device to deliver defibrillation energy. The other event code logged can be indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of one of the event codes was due to a shorted transistor, designator q8.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed event codes logged in the device's memory. One of the event codes logged can be indicative of a failure of the device to deliver defibrillation energy. The other event code logged can be indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary.